Event description:
It was reported that a patient presented to the hospital after a ventricular tachycardia storm with no shock delivered, only antitachycardia pacing therapy. The right ventricular (rv) lead exhibited low defibrillation impedance and externalized conductors. The physician elected to explant and replace the rv lead. The patient condition was stable following the procedure.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.